Event description:
Hcp requested info re stopping of a pump from MFR. Pt presented with extreme weakness in lower extremities and edema. Possible catheter migration was considered. Dilaudid is drug of record in use in the pump. Pump was stopped. Follow up with hcp revealed pt had MRI that revealed spinal cord edema. Pt was admitted to hosp ICU. Pt is currently being cared for in the rehab unit. Last MRI showed the spinal cord edema was 1/5 of admission edema.